Manufacturer narrative:
In response to FDA report number: mw5086201. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is leak, bump, and pain caused by thick capsule. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency "leaking, lump," and "pain caused by thick capsule." This record is for the left side. Device has been explanted.